Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with osteoporotic fracture and back pain underwent balloon kyphoplasty procedure. During injection of cement it was possible that cement might have leaked from the vertebral body. When the physician scanned the lungs there was what appeared to be cement in the right lung. However after the procedure, the films were compared to previous films it appeared that the cement was already in the lung, from a previous kyphoplasty or vertebroplasty (unknown, different doctor, years prior). The patient was told that she had what appeared to be cement in the lung, however the physician believed that she had it since the last procedures, two days later she presented with shortness of breath. In-patient hospitalization or prolongation of existing hospitalization was considered necessary as she came back to the hospital next day and complained of shortness of breath. There were patient complications as a result of this event. The physician believed that the even and symptoms are not related, believes shortness of breath anxiety not cement related. Cement extravasations were detected intra-operatively.